Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that e scheduled medications could not be managed correctly (e.g., due now medications not removable, though later doses were accessible), indicating a time synchronization issue. A technical support specialist (tss) confirmed that the station was set to the wrong time zone (pacific) despite showing the correct time, impacting schedule-based workflows. The network time protocol (ntp) configuration and timezone settings were corrected to align with the customers environment (niagara health ntp server), followed by a reboot. After resolving a temporary reboot/bios state issue and restoring connectivity, functionality was validated, and the nurse confirmed that the due now feature was working correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, scheduled medications were not able to be selected for dispense unless nurse override but allowed to select prn medications. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.